Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was exhibiting noise on the right ventricular (rv) lead. The noise was oversensed and resulted in pacing inhibition. There was no asystole greater than 2 seconds observed, but there was also a drop in pace impedances seen. A revision procedure was scheduled and after the rv lead was explanted and replaced, the new rv lead was connected to this pacemaker and noise was still observed. This pacemaker was then removed from service. The lead was not tested via a pacing system analyzer. The cause of the observations is unknown. No additional adverse patient effects were reported.